Event description:
It was reported that after a ptca/stent procedure to treat in-stent restenosis and de-novo lesions in the "lcx" and right coronary artery, the pt experienced chest pain. Coronary angiography was performed, and some thrombosis was observed in the stent deployed in the distal right coronary artery tissue plasminage was administered, and the thrombosis resolved. Coronary angiography performed the next day revealed no evidence of thrombosis. No further treatment was required.